Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; inner tubing found kinked/buckled; blood present in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that the lead had a potential performance issue. The lead was returned. No patient complications have been reported as a result of this event.